Event description:
It was reported, the patient met with her pain management doctor and it was confirmed the patient¿s implantable neurostimulator (ins) was overdischarged; health issues were noted to be the primary reason for the overdischarge. It was noted, this was the patient¿s third overdischarge and her battery needed to be replaced. It was also noted, the most recent overdischarge occurred ¿a while ago.¿ it was reported the patient had a heart attack in (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).